Event description:
A report was received that alleges that during a routine tracheostomy tube change, the tube was noticed to be torn, exposing the internal wiring. The patient was not harmed. The tracheostomy tube was exchanged. No further adverse effects to patient reported.

Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow up report detailing the results of the evaluation once it is completed.